Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure of endoscopic radical lung cancer, the stapler did not fire. It was reported that the surgeon was able to press the green button, but the handle did not squeezed. It was also noted that the jaws of the stapler did not lock on tissue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic radical lung cancer, when on the lung tissue, the stapler did not fire. It was reported that the surgeon was able to press the green button, but the handle did not squeeze. It was also noted that the jaws of the two reloads did not lock on tissue. They replaced the stapler with a new one to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted with the articulation lever in the neutral position. No visual abnormalities were observed in this photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure of endoscopic radical lung cancer, when on the lung tissue, the stapler did not fire. It was reported that the surgeon was able to press the green button, but the handle did not squeezed. It was also noted that the jaws of the two reloads did not lock on tissue. There was no patient injury.